Event description:
It was reported that a patient presented in-clinic. Examination of the patient's right atrial (ra) lead revealed high capture thresholds. No loss of capture was reported. The ra lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.